Event description:
Customer reported she has received multiple no delivery alarms. Customer stated she changed the infusion set and reservoir and the alarm is recurring. Customer has had bent cannulas, she has not tried different cannula lengths, insulin is not expired or denatured and she does rotate sites and avoids scar tissue. Customer declined to troubleshoot. Blood glucose value was 236 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.